Event description:
It was reported that the patient experienced dizziness and tightness in his chest soon after the initial scalp incision of their deep brain stimulation (dbs) procedure. The physician decided to abort the case. The patients vitals stabilized and did well post-operatively.